Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect. Specific symptoms were not reported. The physician was not able to aspirate from the catheter. There were no active motor stalls. Additional info has been requested, but was not available as of the date of this report.